Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed troubleshooting activities and was unable to find any problems with the analyzer. Bec has opened a CAPA to further investigate this and other similar reported events. This MDR represents event 1 of 7 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-06653, 06654, 06655, 06656, 06657, 06658. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low sodium (na) results were generated on their synchron lx 20 pro clinical chemistry system. The customer reported that erroneous results were reported outside of the laboratory. It is unknown if there was impact to patient treatment associated with this event. There were a total of seven (7) patient samples impacted by this event. A separate medwatch report (MDR) is being filed for each patient sample. Around the time of the event, the customer reported that there was a power outage at the hospital. The analyzer was shut down, restarted, and calibrated. The analyzer is surge protected. The customer reported that it is unlikely that the power outage caused the erroneous results. The customer reported that a suspected tube with fibrin clots may have been loaded onto the analyzer. However, it is unclear if this was a contributing factor to this event. A definitive root cause has not been determined. The customer reported that quality control (qc) results were within the laboratory's established ranges prior to the event.